Event description:
During a follow-up, the device was observed to be in backup (bvvi) mode to an unknown cause. A firmware download was attempted, but the device would lose the telemetry connection and therefore the firmware download was unable to be completed. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.